Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that for the past 3 days they had been getting failed battery test alarm on the insulin pump. They cleaned the battery cap and used new batteries but the issue persists. The customer¿s blood glucose during the incident was unknown. Troubleshooting was performed. They were advised to insert a new battery. They received a failed battery test alarm. They did receive a low battery alert. There was no clear indication that the issue was resolved. The insulin pump will be returned for analysis.